Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was not receiving stimulation therapy in all of his pain area. Reportedly, x-ray taken found the patient's scs lead had moved from the original placement. Consequently, the patient's physician decided to remove the patient's scs system.